Manufacturer narrative:
Device evaluation: one device was returned for investigation. Tamper seal was intact. No external damager was noted. Review of the error history log found "time of clock error" in history. Functional testing confirmed the complaint. Root cause was attributed to the main board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced main board and that cleared up the problem. Did not notice any external damage to the main board. Performed function and delivery tests, which the device passed.

Manufacturer narrative:
Other, other text: b3. Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a system failure due to time of day clock post. Patient involvement unknown.